Manufacturer narrative:
H.6. Investigation summary: a failure for lack of growth was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). The customer reported that a sample of corynebacterium tuberculostearicum failed to grow. Bd r&d reviewed the issue with the customer and collected lot information for the bottle (1061225, expiry date 31 dec 2021). Bd r&d determined that the customer was using the instrument off label and provided scientific advice for how to induce growth in the off label sample. The customer followed this advice and was satisfied with the result. The root cause was off label use of the instrument by the customer, which is not considered a bd failure; therefore, this is an unconfirmed failure of the instrument.

Event description:
It was reported that while bd bactec¿ fx40 instrument a false negative result was obtained. There was no report of confirmatory test or patient impact. The following information was provided by the initial reporter: it was reported that corynebacterium tuberculostearicum failed to grow, fn.

Manufacturer narrative:
Medical device expiration date: na .a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while bd bactec" fx40 instrument a false negative result was obtained. There was no report of confirmatory test or patient impact. The following information was provided by the initial reporter: it was reported that corynebacterium tuberculostearicum failed to grow, (B)(6).